Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) presented with a leak. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) presented with a leak. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The reservoir kink resistant tubing (krt) was microscopically inspected and presented wear at a fold in reservoir shell. The reservoir (krt) did not pass leakage test. Based on the information available, a conclusion code of cause not established was assigned to this investigation. D4 unique identifier (UDI) for cx 15cm: (B)(4).